Event description:
According to the reporter: occurred during an open thorascopic wedge and thoracic lower lobectomy procedure. The surgeon fired the device successfully in the articulated position. The jaws were opened and the stapler was removed from the patient. On the back table, was unable to return the jaws to the straight (non-articulated) position. Pressed the blue and silver buttons together, but no response. Tried a number of trouble shooting options but was not able to straighten the reload to take the reload off of the adapter. Removed the adapter from the handle and loaded it on again, but no reaction from the jaws. Removed the battery and replaced it. At this point, the adapter went through its recognition process and the reload moved to the straight position. Slid the unload lever down and tried to remove the reload, but it moved back to the articulated position. The handle indicator, adapter indicator, and reload indicator were all solid. There were no issues with the loading or firing of the stapler. In order to resolve the issue and complete the case, a manual stapling handle was opened and used. There was no patient harm. The patient status is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The eeprom was uploaded and indicated 2 autoclave cycles for the adapter. A pmv representative sulu was inserted onto the adapter and the reload detect led started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The reload was able to be articulated fully, fired, returned back to neutral position, then removed from the adapter. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.